Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead model #: sc-4316 lot #: (B)(4)description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for revision was that the battery was touched by electrocautery in a back surgery. The patient underwent an ipg replacement procedure and was reportedly doing well. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.